Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found.

Event description:
It was reported to nevro that a patient acquired an infection following the implant procedure. The patient presented to the emergency room and was provided with IV antibiotics. The patient is a diabetic and smoker. Follow-up report indicated that the device was explanted. There were no reports of further complications.

Manufacturer narrative:
The culture report for the patient's infection indicated traces of (B)(6).